Event description:
Report received of a pump alarming with distal occlusion alarms during resuscitation of a pt. The pt was in the pediatric intensive care unit (picu) after surgery for aortic stenosis. The pt underwent a myomectomy and repair of the aortic stenosis. The pt was being mechanically ventilated. It was reported that 1-2 hours after surgery, the pt bled-out into pt's chest tube and cardiac arrested. The pt's chest was opened in the picu and it was reported that a suture from surgery had come undone. An IV of normal saline was running at 999ml/hour via a plum a+ pump into a subclavian triple lumen central venous catheter line. According to the customer contact, the device was intermittently alarming with a distal occlusion alarm. It was reported that there were a number of factors that the staff reported could have been causing the distal occlusion alarms. These factors included: a staff member had a finger placed in the hole where the suture had come loose in the pt's chest; chest compressions were being performed; emergency medications were being pushed through the normal saline IV line; staff were leaning on the tubing. The pt was rushed back into surgery to repair the loose suture. It was reported that the hosp staff did not feel the pump alarming contributed to the poor outcome of the pt. The pump was not removed from clinical service.